Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose range 400 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event and treated with injection. Customer was also treated with insulin and fluid by intravenous. It was also reported that the drive support cap was normal. The insulin pump will not be returned for analysis.